Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number lot number: 1757235 and catalog: mf-375; red particle material on the shell; yellow biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported baker grade IV.

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reports right side capsular contracture, baker grade unknown, "multiple lumps around the nipples", and concern about textured product. The device remains implanted.